Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inadequate atp therapy for a ventricular tachycardia episode. It was noted that the arryhtmia stopped spontaneously. Programming changes were made. The device remains implanted. The patient was in good medical condition.